Event description:
The following was reported: it was reported that one patient had their device removed due to lead perforation of the stomach wall. It was reported that one patient had their device revised due to movement of the implantable neurostimulator (ins) beneath the skin. It was reported that an unknown number of patients had surgical revision or removal of the system due to infection. Outcome, patient, and device information was not given. Further follow attempts were made to obtain this information. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 4351, serial# unknown product type: lead. Product ID: 3116, lot# serial# unknown, product type: implantable neurostimulator. Product ID: 3116, lot# serial# unknown, product type: implantable neurostimulator. (B)(4).